Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was being set up for patient use, but before therapy was initiated, the device experienced an autofill error. No patient harm was identified.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill error. No patient harm was identified.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reports autofill error. Replaced helium reservoir assembly (0997-00-0565). Exorcised to no fail completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of an autofilling error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N.a.